Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. Concomittantly, the patient underwent a hysterectomy for a large mass. The patient reports pain in urethra and vagina, bladder spasms and infections, dysuria. The sling is under the urethra causing life restrictions for more than one year, numerous doctor visits, emergency room visits, numerous prescriptions: valium vaginal suppositories, percocet, antibiotics; physical therapy and tests. A revision surgery was performed on (B)(6) 2011. The patient is now considering a sling removal surgery.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.